Event description:
Pt ordered contacts online when the contact lens fitting process wasn't complete. Vision was reduced to 20/80 in a reversible way. Lenses were of the wrong material, curvature, oxygen transmission, and quite off in prescription power. Pt came to our f/u, but ordered through a MFR that did not contact us to confirm if the fitting was complete or if the pt had the correct prescription, they took payment for an order and sent out an unverified medical device. (B)(6) contacts dispensed illegally. FDA safety report ID# (B)(4).